Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a dislocated hip and closed reduction of the posterior dislocation was performed.

Event description:
Patient had a dislocated hip and closed reduction of the posterior dislocation was performed.

Manufacturer narrative:
Additional info: common device name, product long description, product code, catalog#, lot#, expiration date, PMA/510(k)#, manufacturing date. An event reporting dislocation involving a trident liner was reported. The event was confirmed. Method & results: product evaluation and results: visual, dimensional, functional and material analysis inspection were not performed as the devices were not returned for evaluation. Medical records received and evaluation: review of medical records by a consulting clinician indicated: "an office visit on (B)(6) 2015 it was noted, "incision well healed. Increase back to normal activity. X-ray: no mechanical problems." When seen on (B)(6) 2015, she had a dislocated hip and closed reduction of the posterior dislocation was performed. An x-ray series dated on (B)(6) 2015 includes two ap's of the pelvis and two laterals of the left hip demonstrating a posterosuperior dislocation on half of the films and a reduced unchanged appearance on the other films." Product history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event was confirmed as review of medical records by a consulting clinician noted: "an x-ray series dated on (B)(6) 2015 includes two ap's of the pelvis and two laterals of the left hip demonstrating a posterosuperior dislocation on half of the films and a reduced unchanged appearance on the other films." The exact root cause could not be determined as insufficient information was received. If further information becomes available, this investigation will be re-opened.